Event description:
Revision surgery - the pt had an encore liner with a metal trim. The metal head wore through the poly and began rubbing on the metal shell causing fragments to flake off into the pt. The surgeon exchanged like encore liner with a new non-hooded highly cross linked (hxl) poly liner. The head was removed and replaced with a smith and nephew metal head designed for pts with metal allergies.